Manufacturer narrative:
Date received by manufacturer: 11oct2019. Date of report: 11oct2019. The manufacturer¿s international service technician evaluated the ventilator and confirmed the reported problem. The service technician replaced the piezo alarm and the problem was resolved. The ventilator successfully passed performance specification testing after the repair was completed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported audible alarm failed message display. The device was not in use at the time of the reported event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06/10/19. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported audible alarm failed message display. The device was not in use at the time of the reported event.